Manufacturer narrative:
Device is a combination product. Date of birth: (B)(6) 1947. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2013-07041. (B)(4) study. It was reported that stent restenosis and angina occurred. In january 2011 the subject presented due to silent ischemia which was diagnosed as stable angina (ccs classification 2) and was referred for cardiac catheterization. Target lesion #1 was a de novo ostial long lesion extending from proximal rca (cass site# 1) in to mid rca (cass site #2) with 90% stenosis and was 25 mm long with a reference vessel diameter of 3 mm. Target lesion #1 was treated with pre-dilatation and placement of 3.00 mm x 32 mm and 3.00 mm x 12 mm promus element stents in an overlapping manner, with 5% residual stenosis. Selective catheterisation of rca was attempted using different catheters (unknown) however it was unsuccessful due to difficulty. The subject was discharged two days after on aspirin and clopidogrel. In (B)(6) 2013 the subject was admitted due to scheduled cardiac catheterization due to angina. The 90% diffuse restenosis of the study stents placed in the proximal rca extending in to mid rca was treated with the balloon angioplasty and placement of 2.75 x 28 mm non bsc stent distally, 3 x 28 mm non bsc stent medially and 3 x 28 mm non bsc stent proximally in overlapping manner with 10% residual stenosis following post dilation. On the same day the event was considered resolved without residual effects. Three days after the subject was discharged on aspirin and prasugrel.

Manufacturer narrative:
Corrected: event date from (B)(6) 2013 to (B)(6) 2013. (B)(4).

Event description:
It was further reported that target vessel revascularization (tvr) cass site has been corrected from proximal rca extending to mid rca to proximal rca extending to distal rca.